Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and was subsequently explanted and replaced. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.